Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the colon. According to the complainant, during preparation, the physician noticed that the snare loop was broken (this damage was noted prior to the application of cautery). The physician was able to use another sensation medium stiff standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device presented a broken loop. Furthermore, the tips of the snare loop were burnt and charred. The condition of the returned device was consistent with the complaint that the snare loop broke; the complaint was confirmed. Since the complainant noted this damage prior to applying a cautery, a definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the colon. According to the complainant, during preparation, the physician noticed that the snare loop was broken (this damage was noted prior to the application of cautery). The physician was able to use another sensation medium stiff standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(6). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.